Event description:
It was reported that the user experienced hypoglycemia to 49 mg/dl after self-administering a manual insulin dose while remaining connected to the ilet pump, which was identified as likely contributing to the subsequent low glucose event. Symptoms included asymptomatic hypoglycemia. Outcomes included urgent low glucose intervention. Investigation included troubleshooting and user education regarding insulin stacking and proper pump management. Investigation of this case revealed improper user technique contributed to administering external insulin delivery while the ilet was connected and functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to concurrent manual insulin dosing without disconnecting from the pump.